Event description:
The company was notified that the pt is experiencing poor performance with his device. Surgery to explant the pt's device will be scheduled. Advanced bionics will provide a supplemental report when more information becomes available.